Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was pushed down a flight of stairs and there was a small downward migration of the leads. They were unable to recapture painful areas with paresthesia, despite lead revision attempt. All devices were explanted and the patient was not getting therapy. Signs and symptoms included a loss of paresthesia to painful area. The pain was bilateral back and left leg and foot. The patient¿s status at the time of report was alive with no injury. Diagnostic testing included reprogramming, x-rays, and impedance testing.